Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1617 ml during therapy initiated on (B)(4) 2011 at 02:33, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 at 02:33. A partial fill was delivered during fill 2 of 6 due to patient bypassing a drain. The fill volume of 1070 ml, was less than the expected fill volume of 2400 ml. Review of the event log revealed the cycle 2 drain was completed on (B)(4) 2011 at 05:53 and the user's actual drain volume during cycle2 was 2687 ml. The actual drain volume of 2687 ml is 112% of largest prescribed fill volume (lpfv) of 2400 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 02:33:31. During night drain cycle 2, the patient's ultrafiltration reading was 1617ml, indicating the home patient (hp) drained 1617ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria.